Manufacturer narrative:
The device was manufactured between 04aug2020 and 05aug2020. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not flow. After the expected infusion time of 23 hours, approximately 20% residue remaining in the folfusor. The device had been filled with 8g flucloxacillin and citrate buffer in 230ml 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.